Event description:
Pt reported noticing dampness in the cartridge compartment of her infusion device on (B)(6) 2012. Pt stated, her blood glucose level was 307 mg/dl at 11:30 am and she administered 3.0 units of insulin via the infusion device. Pt reported, her blood glucose level was 139 mg/dl at 12:30 pm. Pt stated, on (B)(6) 2012 at 12:50 am her blood glucose level was 353 mg/dl; she noticed dampness in the cartridge compartment of her infusion device and then administered 2.8 units of insulin via the device. Pt reported, her blood glucose level was 100 mg/dl at 2:30 am. Pt's normal blood glucose level is 120 mg/dl. Pt stated, she used the insulin cartridge for 6 days. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insulin cartridges for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.